Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this pacemaker was part of a system revision due to infection. Reportedly, the patient also had prior lung infection and there was redness in the pocket. The patient was treated with intravenous antibiotics. There were no additional adverse patient effects reported. The pacemaker was explanted.